Event description:
It was reported that, during the use of the product, the customer noticed that the medical fluid was unable to pass through it; an occlusion was observed in the product. No patient injury reported.

Manufacturer narrative:
One picture of the product was received. One unit was received decontaminated without its original packaging. The unit was tested for occlusion by introducing water with a syringe; no occlusion was detected and the failure mode reported was not confirmed. A device history record (DHR) review was not performed as no lot or serial numbers were provided. This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms#(B)(4).